Manufacturer narrative:
Date sent to FDA: 6/14/2019. Additional narrative: it was reported that the patient experienced hernia recurrence and pain following surgery. It was reported that the patient underwent mesh revision on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent another mesh revision on (B)(6) 2016. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-05062019-0000446901 submitted for adverse event which occurred on (B)(6) 2013. Mwr-05062019-0000446912 submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent additional surgery on (B)(6) 2013; however, no details are provided regarding this surgical procedure. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.